Event description:
The inner aspect of the all-poly constrained liner dislocated from the outer poly aspect of the liner as the pt bent over to tie her shoes. Implant on question was removed during revision and new implant, exactly the same, was implanted during revision. This was the third revision for this pt. The original revision to a cage and cemented cup. This required a re-vision to zimmer tm cup and trident all-poly constrained liner. This is the all-poly constrained liner that dislocated/disassociated.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.